Event description:
It was reported that a non-dependent patient received an alert for eri via patient notifier. Review of manual tranmission showed the device had an abrupt drop in battery voltage. The device has only had six charges since implant. The device was explanted and replaced.

Manufacturer narrative:
(B)(4) was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below expected limits. The device was tested on the bench and using automated test equipment; no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies were found. The cause of the premature battery depletion could not be determined.